Event description:
It was reported that the image displayed on the ultrasonic gastrovideoscope was black. The issue occurred during reprocessing, and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.